Event description:
A technician reported a patient with a corneal micro perforation during the insertion of first inferior ring segment, after laser assisted tunnel procedure. Additional information from reporter indicated the surgeon elected not to insert the ring segment and the wound was sutured. This report references the right eye. An additional report will be filed for the left eye. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).